Event description:
Customer reported on a bravo ph capsule that detached before the end of procedure. The capsule fell off the esophagus two hours after it was attached. The pt was not injured following the procedure.